Event description:
It was reported that a malfunction occurred on pump, indicated by malfunction code malf 12. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was informed that they would receive a new pump with updated software. The customer acknowledged the instructions for putting the current pump into storage mode and returning it to tandem via ups. A backup insulin delivery method using mdi was noted to ensure continuity until the new pump arrived.